Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient dizziness issues have resolved. The recipient was successfully activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced dizziness following initial implant surgery. The recipient was reportedly prescribed norco, tramadol, and advised to switch to extra strength acetaminophen. Programming adjustments had been made with improvement noted.

Manufacturer narrative:
Additional information: section d.1, d.4, d.6a, d.6b, & h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.